Event description:
The customer reported the "unit won't fluoro, collimator potentiometer error." The fse noted the sys intermittently displayed a collimator potentiometer error message at boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service evaluated the sys and replaced the collimator. The system operates as intended.